Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication orders were not crossing over from the station to the server. A technical support specialist connected to the server and compared the timestamp of the order message receipt to the processing time, identified a 45-minute delay, indicating a high system volume by following knowledge article (ka) - orders not crossing, merge issue. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es lu-fammed medications were not profiling as expected. Medication orders were not transferring from mhs genesis to the pyxis es system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.